Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad batt, low battery, batt out limit and failed batt test alarms during testing. Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify motor error alarm due to broken reservoir tube lip. However, unit passed rewind test, displacement test, prime/a33 test and excessive no delivery test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not responding at their doctor's office. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted with blank display trouble shooting and display returned. The insulin pump is being replaced and is expected to return for analysis.